Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump alarmed lost sensor. The customer's blood glucose reading was 324 mg/dl at the time of incident. Troubleshooting found that the sensor had retracted and may have been broken. Troubleshooting advised customer that a new replacement sensor would be provided to them and to call back to further troubleshoot if needed.

Manufacturer narrative:
The pump was received with a cracked case on the display window corners, minor scratches on the lcd window, a cracked reservoir tube window corners, a cracked reservoir tube, a cracked reservoir tube window, a cracked reservoir tube lip, cracked battery tube threads, a missing end cap sticker, and peeling address/serial number label. The pump communicated properly with the glucose sensor simulator test. The pump was programmed with multiple sensor glucose value and all registered properly in the sensor update history screen. No lost sensor alarm or sensor error alarms noted. All operating currents were within specification. No unexpected low battery or off no power alarms were noted. The pump alarmed compromised force sensor system during the basic occlusion test and was unable to prime during the prime test due to a loose/protruded drive support disk. Unable to complete the functional testing due to the alarm.